Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, the reported event was likely caused by the following mechanisms: mechanism 1. 1) the loop was surrounding the body tissue, and it was temporarily ligated by pulling the slider. 2) the tube sheath was pushed out, and the distal end of the coil sheath went into the tube sheath. 3) an attempt was made to detach the loop in the state of above description 2). Therefore, the loop detached from the hook in the tube. 4) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 5) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 6) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 7) the slider was forcefully operated in state of ¿6¿ description. This had caused the operation pipe to bend and to break. Mechanism 2. 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe broke or deformed because the slider was forcefully operated. 4) due to the above, the loop could not detach from the hook. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to remove. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to remove. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿never use excessive force to operate the instrument. This could damage the instrument.¿ ¿straighten out the portion of the instrument that extends from the biopsy valve.¿ although the subject device was manufactured in march 2022, the specific date is unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus the metallic handle of the single use ligating device broke during a therapeutic polypectomy procedure. The endoloop remained stuck in the sheath and was blocked at the polyp level. The operator disassembled the handle to remove the sheath and the endoloop. After several attempts and many minutes with the endoloop scissors and a snare, they succeeded to remove the polypectomy loop and the endoloop device which blocked in the intestine. The patient was able to leave the examination after 30 minutes of additional operating time without any allegation of harm.